Manufacturer narrative:
A UDI number is not available. Dyb / introducer, catheter. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Event description:
Following was reported to gore. On (B)(6) 2020, a patient underwent a treatment of acute debekey iiib aortic dissection with gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Although a resistance was felt when the dsf2433 was inserted into the left femoral artery, the procedure was continued. A vessel damage at external iliac artery was confirmed upon removing the dsf2433 after three ctags were placed. An excluder iliac extender component was placed to repair the vessel damage. The patient tolerated the procedure. The physician reported that the patient's blood pressure did not increase during the procedure, therefore, there was a possibility that the small bleeding was occurred during procedure.